Event description:
It was reported that "the control test is not done". Further information was provided that "the equipment cancels the therapy because the capacitor is out of values." There was reportedly no patient involvement.